Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Based on the available information, it is not possible to establish the root cause of the reported event. However, based on the document review performed, no manufacturing defiicts were identified. Livanova is presently following up with the centre to retrieve additional information on this case. If additional information will be received, a follow up report will be submitted.

Manufacturer narrative:
The manufacturer is providing an updated event description based on the additional information received from the site. Since the device is not available for return, no investigation on the device is possible at this time. As such, it is not possible to ultimately confirm the root cause of the reported event. Structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.

Event description:
On (B)(6) 2016, a female patient received a dla21 in aortic position. The dla21 was explanted on (B)(6) 2019. The device was explanted due to severe prosthesis stenosis. The explanted device was replaced with a medtronic freestyle root. A good postoperative outcome is reported for this patient, who had a full recovery. The patient has a history of calcific aortic stenosis, but no particular risk factors were identified.

Event description:
On (B)(6) 2016, a female patient received a dla21 in aortic position. The dla21 was explanted on (B)(6) 2019. No further information is presently available.